Event description:
The customer reported the power cord was pulled off the system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord and replaced the cpu. System operates as intended. (B)(4)